Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving hy dromorphone (n/a mg/ml at n/a mg/day) and bupivacaine (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the company representative stated that the healthcare provider (hcp) was planning to pull the catheter tip down as the patient was not feeling pain relief. The pump was implanted in (B)(6) 2023 and was not sure whether the patient ever had relief since implant. Additional information received from a healthcare provider (hcp) stated that the catheter was revised on (B)(6) 2024 but they are not aware of the issue. The pump was refilled.